Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. A DHR cannot be requested for needle breaks off during use due to unknown lot #.

Event description:
The patient reported that a 32 g x 4 mm bd ultra-fine¿ insulin pen needle was thought to have broke off at the injection site. She thought she could feel the needle inside her. The patient went to the hospital where she was attended by the resident on duty. She was advised by the resident on duty to undergo normal physiologic healing, and the needle would come out on its own. The patient of her own accord went to another hospital to get an x-ray. The x-ray showed no needle stuck inside her. After three more days she saw one of her doctors and received the same advice as the resident on duty whom she initially met with.

Manufacturer narrative:
Device expiration date: unknown. Manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The patient reported that a 32 g x 4 mm bd ultra-fine¿ insulin pen needle was thought to have broken off at the injection site. She thought she could feel the needle inside her. The patient went to the hospital where she was attended by the resident on duty. She was advised by the resident on duty to undergo normal physiologic healing, and the needle would come out on its own. The patient of her own accord went to another hospital to get an x-ray. The x-ray showed no needle stuck inside her. After three more days she saw one of her doctors and received the same advice as the resident on duty whom she initially met with.